Manufacturer narrative:
(B)(4) : the customer reported a 15 second delay in powering up and the rfu (ready for use) indicator was freezing up. The indicator was evaluated at philips. The symptoms were intermittently verified. The therapy pca was replaced to resolved the issue.

Event description:
The customer reported a 15 second delay in powering up and the rfu (ready for use) indicator was freezing up.